Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored signal artifact monitor (sam) episode due to right atrial (ra) lead oversensing noise. Upon review, the sam episode revealed right atrial (ra) high out of range pacing impedance measurement of greater than 2000 ohms, which led to a lead safety switch (lss) to be triggered. Ts was unable to confirm the cause of the noise. Ts discussed possible causes and recommended the hcp to schedule an in person visit with the patient for further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored signal artifact monitor (sam) episode due to right atrial (ra) lead oversensing noise. Upon review, the sam episode revealed right atrial (ra) high out of range pacing impedance measurement of greater than 2000 ohms, which led to a lead safety switch (lss) to be triggered. Ts was unable to confirm the cause of the noise. Ts discussed possible causes and recommended the hcp to schedule an in person visit with the patient for further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequent additional information was received from the physician that reported that a revision procedure was performed where the right atrial (ra) lead was surgically abandoned and capped due to high out of range pacing impedances and oversensing noise. The physician also reported explanting the pacemaker device due to normal battery depletion (nbd). New device and ra lead replacements were implanted successfully. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the revision procedure where the right atrial (ra) lead was surgically abandoned was performed due to the physician suspected the ra lead to have been fractured or damaged. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Returned product analysis found no evidence to indicate device defect, abnormal damage or malfunction. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection, please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored signal artifact monitor (sam) episode due to right atrial (ra) lead oversensing noise. Upon review, the sam episode revealed right atrial (ra) high out of range pacing impedance measurement of greater than 2000 ohms, which led to a lead safety switch (lss) to be triggered. Ts was unable to confirm the cause of the noise. Ts discussed possible causes and recommended the hcp to schedule an in person visit with the patient for further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequent additional information was received from the physician that reported that a revision procedure was performed where the right atrial (ra) lead was surgically abandoned and capped due to high out of range pacing impedances and oversensing noise. The physician also reported explanting the pacemaker device due to normal battery depletion (nbd). New device and ra lead replacements were implanted successfully. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the revision procedure where the right atrial (ra) lead was surgically abandoned was performed due to the physician suspected the ra lead to have been fractured or damaged. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored signal artifact monitor (sam) episode due to right atrial (ra) lead oversensing noise. Upon review, the sam episode revealed right atrial (ra) high out of range pacing impedance measurement of greater than 2000 ohms, which led to a lead safety switch (lss) to be triggered. Ts was unable to confirm the cause of the noise. Ts discussed possible causes and recommended the hcp to schedule an in person visit with the patient for further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequent additional information was received from the physician that reported that a revision procedure was performed where the right atrial (ra) lead was surgically abandoned and capped due to high out of range pacing impedances and oversensing noise. The physician also reported explanting the pacemaker device. New device and ra lead replacements were implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection, please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection, please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored signal artifact monitor (sam) episode due to right atrial (ra) lead oversensing noise. Upon review, the sam episode revealed right atrial (ra) high out of range pacing impedance measurement of greater than 2000 ohms, which led to a lead safety switch (lss) to be triggered. Ts was unable to confirm the cause of the noise. Ts discussed possible causes and recommended the hcp to schedule an in person visit with the patient for further testing to be performed. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.